Event description:
It was reported that during an implant procedure, several attempts were made to implant the lead, however the guidewire eventually became blocked and the lead could not be used. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).